Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with ¿no disposable¿ for the second time. The pump had continued beeping after the settings were checked. The patient had been instructed to clamp the tubing, but she reported that all clamps were taped. She had managed to untape the clamp but stated that it did not close. During a previous hotline call with another nurse, the patient had also been instructed to clamp the tubing; however, she reported that she had not clamped it and had only removed and reattached the cassette. No further troubleshooting had been performed due to the patient not clamping the tubing. There was no injury.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.